Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted endometriosis surgical procedure, the prograsp forceps cable broke during use in surgery, nothing fell into the cavity, it was immediately replaced by another instrument, without delays to the procedure. The procedure was completed with no reported injury.